Event description:
Additional information received from the patient via the manufacturer representative (rep) reported that the same issue occurred again. He experienced a return of symptoms while he was driving on (B)(6) 2016. He turned the stimulation off and then back on again and the stimulation once again controlled the symptoms. The rep was not aware that any of the impedances could be a problem. Both the rep and the healthcare provider (hcp) had attempted to test with the patient in multiple positions and they never got any values that were out of range in any of those tests.

Event description:
A manufacturer representative (rep) reported that the healthcare provider (hcp) told them the patient's impedance was within "normal range," meaning > 150 and <(><<)> 2000 ohms. However, when the patient was sitting in a movie in (B)(6) 2016 they felt that their implant was off and their parkinsonian tremor returned. The patient used their patient programmer (pp) to check the implant and it showed therapy as on, but weren't sure if the setting is the same and assumed it was as when the patient turned therapy off and back on again. Once therapy was turned off and back on the parkinsonian tremor symptoms went away and the patient felt fine again. This has happened a couple of times since but it is unknown what the patient was doing at the time, and there was no burning or surging sensation along the symptoms. The hcp thinks the issue could be due to patient's break through medication issue as well. The rep is going to check impedances in various head/neck positions. Additional information received from the rep on sep-28 noted that they will see the patient on (B)(6) to check the implant and print out impedance results. On (B)(6) the rep reiterated that there were three instances of sudden symptom return, and that they used the pp to interrogate the battery and confirm stimulation was still on. It was al so stated that the cause was not determined and no troubleshooting or actions/interventions were taken. The patient was asked to keep a journal and contact the rep with any additional problems. Clinician programmer interrogation results of the implantable neurostimulator (ins) showed the following out of range impedances. The [05-10] [900-01] = 4973.33, [05-11] [00-02] = 4862.75, [05-12] [00-03] = 5216.78, [10-11] [01-02] = 4275.86, [10-12] [01-03] = 4831.17. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.